Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of induration and non-inflammatory nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Other safety data: postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected in the cheek, jowl, and jawline with juvéderm voluma® xc and in the lips and chin with juvéderm volbella® xc. Four months after injection patient developed induration and non inflammatory nodules in the cheeks. Patient was ¿under a lot of stress when nodules began to occur.¿ patient was seen two months later and was given ciproflaxin for 2 weeks along with a round of hyaluronidase. After 2 weeks of ciproflaxin patient was given doxycycline for 2 weeks along with another round of hyaluronidase. The induration is resolving slowly but the patient is reluctant to resolve further as they like the aesthetic appearance. Symptoms are ongoing. Six months after injection patient had a dental cleaning. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00313 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm voluma® xc.